Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old caucasian female patient underwent a primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses and experienced capsular contracture (baker grade unknown) and generalized illness symptoms including breast implant illness, pain, feeling faint, bedridden, and neurological issues post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. It was reported that only breast prostheses were removed and not the breast capsules. The surgeon had mentioned that the body would absorb the breast capsules. Thereafter, the patient began to have ¿neurological problems¿ and went to see another healthcare provider who specialized in breast implant illness. The patient then underwent an explantation of the breast capsules on (B)(6) 2026. The operative diagnosis for this explantation reported significant asymmetry bilaterally and the left side with hypertrophic scarring. This report is for the left side device.